Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer report number 2916596-2023-06750.

Event description:
Additional information reported that the system controller had been exchanged due to the power cable disconnects and low voltage alarms reported under manufacturer report number 2916596-2023-06750.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file analysis found that the system controller had been exchanged on (B)(6) 2023. The findings noted that a controller exchange was observed in the downloaded periodic file that showed no data between (B)(6) 2023 and (B)(6) 2023 due to the controller being disconnected from the pump and connected to two other pumps. The patient reconnected back to their pump on (B)(6) 2023. The reason for the exchange was unknown.